Event description:
It was reported that the customer was hospitalized and she is in intensive care unit for high blood glucose. The blood glucose reading at the time of admittance was 720 mg/dl. Spouse stated that the customer had unexplained high blood glucose prior to hospitalization. Troubleshoot the insulin pump and it appears that the settings are correct. No further info was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.